Manufacturer narrative:
Qn#: (B)(4). Lot#: unknown. Potential lot#: 71f19b0055.

Event description:
The customer reports that during insertion the guide wire kinked and did not move. The md could not proceed with the procedure. A new device was used to complete the procedure without incident.

Event description:
The customer reports that during insertion the guide wire kinked and did not move. The md could not proceed with the procedure. A new device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. Signs-of-use in the form of biological materal was observed on the guide wire body. Visual analysis did not reveal any defects or anomalies. No kinks were observed and the distal j-bend was shaped normally. Microscopic confirmed the kink and revealed that the proximal and distal welds were spherical and intact. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .796mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. A lab inventory introducer needle was attached to a lab inventory ars syringe. The guide wire was then passed through the ars/introducer needle subassembly. Little to no resistance was observed. A manual tug test confirmed that the proximal and distal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of a kinked guide wire was not confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.